Event description:
Customer called to report that the piercing probe on the unicel dxc 600i synchron access clinical system had produced a small droplet on the end of the probe. Customer also stated that a small pile of salt crystals had formed beneath the area where the probe rests. The field service engineer (fse) disassembled and cleaned the wash assembly. The fse also replaced the peripump, tubing, and syringes of the instrument. Finally, the fse verified instrument performance to ensure that the services performed resolved the instrument issue. Customer stated that no erroneous results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
(B)(4).